Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the motor became hot during running and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Hospital name: (B)(6).

Event description:
Zimmer electric dermatome hp has no power before surgery. No surgery. Investigation found the dermatome had overheated and follow up found that there was evidence of charring detected on the surface. No adverse event was reported as a result of this malfunction.